Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain. The breach in aseptic technique was described as the patient did not properly use their mask. On the same day as the event onset, the patient was hospitalized for the events and was treated with vancomycin (intraperitoneal, 2g, every 5 days and for 19 days) for peritonitis. Three days after the event onset, the patient was treated with rifampicin (300mg, every 24 hours, orally and for 22 days) for the event. It was reported that the patient was discharged three days after being hospitalized. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.